Event description:
Allegedly the patient was revised due to aseptic loosening femur; aseptic loosening tibia; dislocation subluxation (right). Revision njr index no: (B)(4).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. This is the same event as 3010536692-2014-01632, -01633. This event occurred in the (B)(6).